Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approximately one year post index procedure, the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 1st of 8 reports submitted on this event.

Manufacturer narrative:
The device history record was reviewed and no discrepancies associated with this complaint were found. The device history record for raw material was reviewed and no discrepancies associated with this complaint were found. Investigation is ongoing; no conclusion can be drawn as no device was returned.